Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with 500mg reflin (route and frequency not reported), intraperitoneal antibiotics, 250mg intravenous cipaz (twice daily), and 200mg fluconazole (once daily, route not reported). The cause of the peritonitis was no reported. At the time of this report the patient outcome was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.